Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s representative that the patient passed away from a massive heart attack due to the patient¿s device malfunctioning. Attempts to obtain additional information from the patient¿s clinic and funeral home were unsuccessful.